Event description:
It was reported by the independent repair center that the unit has low o2/yellow light. The primary cause for the malfunction is that the sieve beds have low o2. No patient injury reported, no additional information provided.